Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons had intermittent, delayed responses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, all of the keypad buttons responded appropriately. The complaint of under-responsive keypad buttons was not duplicated during testing. There was no evidence of contamination found under the key contacts. There was no defect found during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.